Event description:
It was initially reported that the device had an illuminated service indication. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device had logged a critical event code and AED mode was inoperable.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be due to an electrically leaky capacitor, designator c160.